Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during drain 1 she noticed fluid leaking from the cycler cassette compartment. Upon follow up the patient reported she stopped the treatment and disconnected. The patient reset up with manual supplies to complete the treatment successfully. The pd nurse was notified regarding this incident and the patient was prescribed prophylactic antibiotics. The patient stated she did experienced any adverse events as a result of this incident and her effluent was clear.